Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 21st july 2011 and that it had performed to specification up to the 3rd december 2015. The random manual power ups seen throughout the log may be the user performing regular checks of the device as part of a maintenance schedule. The returned pad-pak was inserted into the device. The device passed an auto self-test and was then manually powered on. No warnings were given on shutdown and the green status led flashed green throughout. The device was then tested on calibrated equipment. The device delivered a test shock and an acceptable measurement was recorded. The device was disassembled for investigation. Investigation was unable to replicate or find evidence of the reported fault. The returned device performed to specification throughout the history log and during the investigation. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups of mainly ten minutes duration. There was only one manual power up of ten minutes duration recorded throughout the history log. This may have been the user power cycling the device or perhaps the beginnings of a membrane failure. The membrane will be replaced as a precaution.

Event description:
There was no patient involved in this event. Device switches on automatically.